Event description:
Durable medical equipment supplier (B)(4) not supplying pen needles for type 2 diabetes insulin injection. Shipment delayed due to out of stock, then expired rx. Have new rx but still not supplying the pen needles. (B)(4). Patient name: (B)(6). Patient ID: (B)(6).